Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a routine generator change due to normal eri, externalized conductors on the lead were observed under fluoroscopy. The lead was electrically normal and the patient was asymptomatic. Lead will continue to be used. The patient will be followed normally. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.